Event description:
Attempting to deploy stent in mid left anterior descending. Stent balloon ruptured on attempt to inflate. Had difficulty removing balloon with possible stent dislodgment proximally with possible dissection to mid left anterior descending.